Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay pt's wife contacted lifescan (lfs) alleging that the pt's one touch ultra 2 meter read inaccurately low. The medical surveillance specialist (mss) was able to classify the complaint based on the initial information provided to the customer service representative (csr). The wife said the pt held his insulin dosage because he received readings of approximately 119 mg/dl on the lfs meter. However, he continued to have symptoms, including feeling sluggish and thirsty. His wife said she purchased another meter and the pt performed a comparison test on each meter. The reading on the subject product was 120 and the reading on the new meter was 423 mg/dl, according to the wife. Based on statistical methodology, the calculated difference of these glucose results exceeds the criteria for accuracy. The wife said she took the pt to the ER where an elevated blood glucose reading was obtained and he was positive for ketones. A health care professional treated the pt with insulin; the type and dose were not provided. The csr noted that the pt cleaned the puncture site incorrectly using alcohol, which can contribute to inaccurate readings. The pt's product were replaced. This complaint is reported because the reporter alleges that the pt's lfs meter read inaccurately low and, as a result, he held his insulin dosage. The reporter claims that the pt developed symptoms that suggested hyperglycemia and was treated with insulin in the ER.